Event description:
Healthcare professional reported left side rupture and "inflammation in breast". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "inflammation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and inflammation.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, wear abrasion, white calcification, red particles in the shell and crease fold. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing.

Event description:
Physician reported unknown side "one breast shows clinical signs of leakage/rupture" and "inflammation in breast." The device has been replaced. While affected side is not known; this record relates to the left side.